Manufacturer narrative:
Correction made to the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative stated that the camera cart would not turn on. The connector pins on the connection cable were damaged. They straightened the pins and the cable became functional. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system would not switch on. There was no patient involved.